Event description:
It was reported that the pump battery could not be charged and that the wake button was sticking and unresponsive. Additionally, it was reported that the pump touch screen was cracked, unreadable, and appeared dimmer than usual. Furthermore it was reported that ¿bg jumps from one screen to the next¿. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.